Event description:
A malfunction occurred on the pump, and the caller reported it. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to contact support again if the malfunction code appeared another time, and the customer acknowledged this instruction.